Manufacturer narrative:
The customer has not been able to determine which handpiece was used during the surgery. Photographs of the metallic particle in the patient's eye were provided by the surgeon. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that at the two-month postoperative examination, the surgeon observed a metallic particle in the patient's eye.